Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide the product code and lot number of the product used. Lot: ll7bspv. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an arterial venous shunt procedure on (B)(6) 2018 and suture was used. Thread torn during sewing. No harm to the patient reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/02/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance breakage suture. A dispensed needle/suture piece were received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be were as expected. The suture piece was examined and present elongation and the end was damaged (cut) that appears to be by the use of a surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch per the condition of sample received, the assignable cause suggest an improper handling of the sample. Thirty-four unopened samples were received for analysis. During the inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along of strand and no defects or breakage suture were noted. Functional test was performed on the samples and the pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture were noted and the tested samples met the finished goods requirements.